Event description:
A report was received that the patient had pain at the ipg site. X-ray was taken and revealed the excess lead wires were bunched up which believed to be causing the reported pain. The patient underwent lead revision wherein the lead was replaced because the old lead was severely kinked and twisted.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.